Event description:
It was reported that device detachment occurred. Following pre-dilation, an attempt was made to introduce the opticross imaging catheter for ultrasound examination of the target lesion. The device did not feel comfortable to the physician and broke into pieces when it was removed from the wire. The issue occurred outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. Following pre-dilation, an attempt was made to introduce the opticross imaging catheter for ultrasound examination of the target lesion. The device did not feel comfortable to the physician and broke into pieces when it was removed from the wire. The issue occurred outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device.